Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) under infused during infusion. The device was programmed from a blood transfusion for 20.8 drops/min; however, it was observed that there were 15 drops/min. There was no report of patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Additional information: h6, h11. Correction g3: date received by MFR: the correct date is 2/11/2025 (and not 2/19/2025 which was listed in the original report). H11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue on the event date; the reported infusion parameters were identified in the log. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.